Event description:
It was reported that upon opening the package during pre-operative preparation, it was discovered that the screw length did not match the description of the package. The package should contain a screw length of 5 mm; when checking the contents and measuring the screw length, it turned out that it was 4 mm. The screw did not come into contact with the patient and did not affect the outcome of the procedure. There was no patient harm and no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo/x-ray investigation revealed nothing indicative of a nonconformance, since the picture shows a ruler that is not calibrated under our internal procedures, therefore, the reported allegation was unable to be confirmed. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the matrix screw ø1.85 self-tap l5 tan 1u I/ would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:04.511.205.01c, lot: 99534p7, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 22 jan 2026, expiration date; na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.